Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent delivery system (sds) was returned with blood on the hypotube. There was no contrast visible. This is consistent with the reported information that the device was inserted into the patient. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Although the no anatomical information was reported, the lesion location and the reported information suggest challenging anatomical conditions. Additionally, the inability to cross a lesion can be influenced by many factors and is not typically associated with a product quality deficiency. Analysis noted the hypotube and jacket were separated 25.8cm distal to the strain relief tubing. The fracture face was oval and the jacket was stretched and jagged. There was a kink in the hypotube 2cm proximal to the separation. However, the shaft distal to the separation was not returned. It appears that the shaft could have kinked during the procedure due and handling during advancement and subsequent handling may have resulted in the hypo tube separation. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The reported failure to cross and hypotube separation appear to be related to the procedure circumstances and there are no indications of a product quality deficiency. This type of reported event will continue to be monitored.

Event description:
It was reported that during a procedure of the obtuse marginal artery, the xience v stent delivery system (sds) could not cross the ostium bifurcation; the sds was not able to advance past a previously placed stent to reach the target lesion. Return device analysis observed that the proximal shaft was separated. Follow-up with the facility confirmed that the separation occurred during the procedure, but the sds was completely removed from the anatomy without incident. It was reported that no device was successful in reaching the target lesion; however, no additional information was provided by the facility about the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient effect. Though requested there was no additional information provided.